Event description:
It was reported that the doctor tried several times and could not engage the wrench into the device setscrew of the ventricular lead. The pacemaker was not used and another pacemaker was implanted without difficulty. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw was loose/detached.